Event description:
Facility reported a pin hole on the clamp tubing of the transfer set. Leakage from the pin hole was noted. This was noted during use with no patient injury or medical intervention reported by the global complaint coordinator.